Manufacturer narrative:
A manufacturing review could not be performed as the lot number is unknown. The device has not been returned for evaluation to date. The investigation is currently underway.

Event description:
It was reported that the tip of the pta balloon detached as it was being advanced over the guide wire. The tip remained on the wire and was retrieved without issue. There was no pt injury. Another pta was used to complete the procedure.